Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported events of helix not staying engaged, small r-wave amplitude variation, and inadequate capture were not confirmed. Final analysis found the cause of the helix mechanism issue to be clogging with blood or tissue. No other anomalies were found.

Event description:
It was reported that patient presented for scheduled implant procedure. During the procedure, it was noted that the newly placed right ventricular (rv) lead exhibited r-wave amplitude variation and inadequate capture. While repositioning, the helix of the rv lead could not be extended. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.